Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "we revised this patient again. She was revised on (B)(6) 2019 for dislocation. Patient did well. Until this weekend. She dislocated [rep confirmed the 36 +10 lfit head came out of the x3 10° liner, and reported that a closed reduction was performed prior to revision]. She was revised. At revision under anesthesia could not be dislocated. The stem was revised to a restoration modular with increased anteversion. No allegations against the implants." Spoke to rep, who provided webops report from prior revision and usage sheet from current revision. Rep confirmed no further information will be available.